Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician had some difficulty obtaining adequate parameters. There was no capture at maximum output relating to thresholds. The physician decided to try a new system and was able to obtain acceptable thresholds. It was noted that the first system had a kink in the delivery system. The second leadless implantable pulse generator (ipg) was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.